Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: babatunde had error 100.5010 on pcu8015 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: babatunde could not get in system configuration (even he pressed and hold option key and turned on the unit). He was not able to get in maintenance mode manually either. He replaced the front case/keypad. But the problem still exist. I recommended babatunde to replace logic board. Babatunde will replace logic board. Ref: (B)(4).